Manufacturer narrative:
The customer performed manual tube testing using reagent red blood cells and ant-c reacting only with r2r2 cells was identified. These results are consistent with the initial results reported by the instrument. The customer sent sample for investigation testing. The sample was tested with capture-r ready-screen, lot g149 on an in-house abs2000. The sample was reactive with cells ii.iii,and IV (all c+). No unexpected negative reactions were observed.

Event description:
Customer reported an unexpected negative antibody screen reactions on the abs2000 when testing a pt sample. The instrument reported the sample as antibody screen positive. The sample reacted with some but not all c+ red cells. The pt is a male diagnosed with cellulitis. There were no previously identified antibodies in the pt's history.